Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had a hard time loading the cartridge when a cartridge change error occurred. Customer's blood glucose level was about 175 mg/dl. Reportedly, the contact successfully loaded the cartridge with assistance from contact¿s spouse, resolving the issue.